Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate atp and hv therapy due to noise. The device was explanted and replaced. The patient was well post-procedure.